Event description:
Consumer reported complaint for high test results (blood and control solution). The control solution out of control range and blood glucose test results of concern were not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 02/28/2027; product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high results. No defect found on returned meter. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Root cause: rc-072: vial left open for an extended period of time. Note: manufacturer contacted customer in a follow-up call on 01-may-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.